Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life and replace battery alarm. Customer did receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported 4 battery changes within 2 weeks. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side near the corner of the belt clip rails, missing serial number label. Unit passed displacement, and active current measurement tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool in combination with the unit's pump history file reveal the following alarms occurred around the event date: 104=low battery alert--5 alerts occurred between (B)(6) 2021 00:27 and (B)(6) 2021 02:34. All of these alerts occurred less than the expected interval of 2 weeks within each other. Finally did not note any unusual pump errors that have occurred within these times. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement fell within specifications again, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement read high. In summary, customer allegation for 4 battery changes within 2 weeks was confirmed during visual testing. The high sleep current measurement is isolated to pcba1. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.